Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource had a burning smell. Additional information received on 11apr2018 stated that there were no smoke or flames noted, nor was the unit warm to touch. No patient contact or injury reported as well as surgery delay.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection found the right side panel was cracked at the top corner along with the top cover, the back chassis panel was dented adjacent to the power entry module. A clip was broken off and missing from the top cover, the lcd screen was scratched and the wolf port was slightly burnt at the cable insertion port. In addition, the hot mirror was broken out of its holder and loose in the unit. The attenuator shield was discolored, burnt mark. Functional testing found the unit powered "on" and the lamp ignited. The DHR reviewed no applicable nonconforming product report / nonconforming material report history. The out-of-place hot mirror would allow the full intensity of the beam to burn the attenuator shield also, be emitted through the turret. Resulting in the burnt wolf port opening as observed. The burnt wolf port and attenuator shield are considered the root cause of the reported complaint. Physical damage consistent with rough handling - user error. No manufacturing, workmanship, or material deficiency has been identified.